Manufacturer narrative:
(B)(6) 2025 - we were notified of a patient who had a capsule study done but then, she was hospitalized and was unable to retrieve the capsule. Frm-0089c capsule incident questionnaire was sent to the customer to obtain additional information. (B)(6) 2025 - the completed form was received indicating that the patient was hospitalized however no preexisting condition was noted that could have led to the incident. Addition information was requested to understand the reason for hospitalization and to ensure if the incident was related to the capsule procedure (B)(6) 2025 - the customer confirmed that the hospitalizing was unrelated to the capsule procedure. A replacement capsule was sent to the customer.

Event description:
(B)(6) 2025 - we were notified of a patient who had a capsule study done but then, she was hospitalized and was unable to retrieve the capsule. Frm-0089c capsule incident questionnaire was sent to the customer to obtain additional information. (B)(6) 2025 - the completed form was received indicating that the patient was hospitalized however no preexisting condition was noted that could have led to the incident. Addition information was requested to understand the reason for hospitalization and to ensure if the incident was related to the capsule procedure (B)(6) 2025 - the customer confirmed that the hospitalizing was unrelated to the capsule procedure. A replacement capsule was sent to the customer.